Event description:
In 2002 the end-user caled medtronic minimed, and stated that pt has been hospitalized for ketoacidosis in 2002. Pt left hosp the same day. The soft cannula was damaged when taking it out. The end-user has been using the quick set for 5 weeks. Twelve days later maersk medical a/s received the complaint, 1 used and 8 unused sets.